Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time because lot number could not be confirmed however, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported a portion of the cinch lock ss anchor's pull wire remained implanted after anchor was deployed. Additional information was received confirming the proximal portion of the broken anchor was successfully retrieved and the distal portion remained implanted.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed alleged failure: portion (about 2-3mm) of cinch lock ss anchor's pull wire remained in implant after anchor was deployed. The probable root causes could be excessive force applied to pull wire or if the lever is not completely actuated, the inserter may not release from anchor which could affect proper implantation of the anchor. The reported failure mode will be monitored for future reoccurrence. Mfg date: the device manufacture date is not known because lot number could not be confirmed (B)(4).

Event description:
It was reported a portion of the cinch lock ss anchor's pull wire remained implanted after anchor was deployed. Additional information was received confirming the proximal portion of the broken anchor was successfully retrieved and the distal portion remained implanted.